Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be conclusively determined as the leak could not be reproduced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure for paroxysmal atrial fibrillation a blood leak from the hemostasis valve occurred. When the dilator was removed from the sheath blood was leaking from the valve. A new sheath set was used to complete the procedure. There were no adverse patient consequences.